Event description:
It was reported that the user perceived excessively large meal boluses from the ilet bionic pancreas when announcing usual meal size, including for small meals such as yogurt, which led the user to eat extra to avoid hypoglycemia and then to begin using reduced meal announcements repeatedly; review of available reports indicated that their usual-for-me boluses appeared large relative to intake, and the case was escalated to a clinician for medical guidance on targets, potential factory reset, and best practices for meal announcements. Symptoms included concern for low glucose events requiring compensatory food intake. Outcomes included a need for clinician counseling and troubleshooting education. Investigation included review of system reports and discussion of settings, targets, potential device reset, and user education on meal announcement practices. Investigation of this case revealed usage pattern issues related to meal-size announcements that likely resulted in over-delivery relative to actual carbohydrate intake, with no device alarms or malfunctions observed. It was concluded, based on previously established findings for similar reports, that user technique and meal announcement selection were the most probable causes.